Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No data was available due to the insulin pump being returned without a battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2015-08116.

Event description:
It was reported that the customer had been sick with pneumonia since (B)(6) 2015. The caller stated that the customer's brain was affected, maybe due to lack of oxygen and had low blood glucose because of all the issues. The customer was hospitalized on (B)(6) 2015 for pneumonia,(B)(6) 2015 for high blood glucose, (B)(6) 2015 for low blood glucose, went home on (B)(6) 2015 and back to hospital on (B)(6) 2015. The customer had copd, fibromyalgia, and a leak in her heart valve. She passed away on 03/06/2015. She could not breathe and had fever when she passed. Her blood glucose at the time of death was unknown. The last recorded value on the glucose meter was 94 mg/dl on (B)(6) 2014. She was not wearing the insulin pump at the time of death and had been disconnected since about (B)(6) 2015. She was not using sensors. The caller stated that the customer took a nap at home and he could not wake her up. The paramedics were called. Her blood glucose was 20 mg/dl but went up while in the hospital.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.